Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported the patient was not getting the proper stimulation in her back. She was only getting it in her legs and not in her back for several months. The patient had several reprogramming sessions. She was not getting good therapy. X-ray imaging was done and the leads had pulled down a couple of vertebral bodies. The leads were explanted on the day of the report and replaced by two new leads. The patient reported good therapy post op and was getting stimulation in the areas that she needed. If additional information becomes available, a follow-up report will be submitted.